Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The customer did not confirm reported issue. The customer stated that users of the device had not plugged the device in correctly to charge the battery; device is returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported backup alarm failed error code. There was no patient involvement.